Event description:
The customer reported that the tip of the needle broke off during the procedure and became lodged in the pt. The pt underwent a second procedure to remove the needle tip on 7/1/99. There were no further consequences to the pt.